Manufacturer narrative:
This report is submitted on september 29, 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequent extrusion of the internal magnet through the skinflap. Revision surgery has been scheduled to replace the magnet and repair the flap.